Event description:
It was reported that the device was leaking. No patient injury was reported.

Manufacturer narrative:
Other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a cracked enclosure and tank cover, faded line cord, outdated printed circuit board (pcb) and power switch. Functional testing found the device was leaking from the reservoir in the rear near the drain fitting confirming the customer complaint. The root cause of the reported issue was found to be customer damage - wear and tear from use of the drain tube. No action taken due to the age and condition of the device. It was deemed beyond economical repair and will be scrapped. Additional event information received indicating no patient involvement (updated b5, h6). D5 and e4 are unknown, no information provided to date., corrected data: h6 patient code.

Event description:
Additional information was received which included the event date and there was no patient involvement.